Manufacturer narrative:
Reliability analysis inspected (B)(4) random sealed reservoir and performed the pre-fill on the reservoir per es 9041 and d 9195886 et2 section 1 to 8. The reservoir passed per inspection and no air bubbles anomaly was found during filling. The o-ring was checked for defects and there were none present. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir and high blood glucose levels. Customer's blood glucose level was 422 mg/dl. Customer drank a lot of water to treat their high blood glucose. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice their blood glucose was high for no reason and that was when they realized air bubbles inside the reservoir. Customer advised the insulin was foamy. Customer changed out their set and was able to push the air out through the tubing. Customer was advised that replacement reservoirs will be sent out and they agreed to return the reservoirs for further analysis.